Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and suffered from deflation on the unknown side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 550cc on (B)(6) 2011.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that a statement that the patient was not sure if the implant was a mentor device was erroneously omitted. Once more information is available, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4), a statement that the patient was not sure if the implant was a mentor device was erroneously omitted.